Event description:
Events were discovered when lawsuits "john doe 1 and john doe 2 plaintiffs vs international medical devices.. Et al" and "john doe 3 and john doe 4 plaintiffs vs international medical devices.. Et al" were provided to the quality team. The lawsuits claims that these four patients had complications as a result of receiving a penuma implant. John doe 3 was implanted with a penuma device by dr. (B)(6) on (B)(6) 2018. The patient states that shortly after the surgery, the patient experienced scar tissue formation, curvature, and flaring on the implant at the distal end. On (B)(6) 2019, dr. (B)(6) removed the implant and placed a new, larger implant. On (B)(6) 2021, the patient had the implant removed by a physician outside of the penuma network. After the removal, the patient states he experienced permanent sensation loss and nerve damage, numbness, penis curvature, loss of length, discomfort, and pain. The international medical devices team believes it has likely identified the patient due to the implantation date and correspondence with the clinic; however, counsel for the patient has not yet revealed the patient's identity.

Manufacturer narrative:
Swelling, pain, and scar tissue formation are known side effects of surgical procedures and are not considered serious injury. Risk of migration, erosion and pain are risks associated with every surgical procedure involving placement of a synthetic implant material for cosmetic purposes. Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "infection or erosion of silicone block requiring removal". "Extended penile or scrotal pain and discomfort". "Temporary reactions, swelling and/or erythema" may occur". "Lack of sensation on parts of penis from nerve interruption causing numbness and loss of sensitivity" . "Moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures". "Penile shortening" . "Any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile contracture and loss of skin sensitivity/sensation as anticipated adverse events. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature, shortening, and loss of sensation were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature. The penuma implant is intended to be removed by a penuma physician. Additional complications can arise when removal is facilitated by a physician outside the penuma physician network. Physicians that are untrained in penuma insertion and/or removal may deploy surgical techniques, pre-operative guidelines, post-operative guidelines, and other clinic/surgical approaches that are inconsistent with the prevailing standard of care, thus potentially causing additional complications.

Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, lists pain as an anticipated adverse event and implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The root cause of this investigation is known inherent risk of the device and improper removal. A review of the batch record was previously performed, and the device was manufactured to specification with no deviations. UDI related data quality updates only: the manufacturing date is not included in the label as pi. The brand name, model #, and UDI were corrected.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4), however, this is a follow-up to a previously submitted 3010606546-2023-00009. The lawsuit reports that the patient experienced pain, protrusion and a painful revision surgery.